Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker exhibited a code 9001 and entered into safety mode after a scheduled magnetic resonance imaging (MRI) scan. Technical services (ts) recommended device replacement as patient is pacing dependent. It was noted that the patient was hospitalized for replacement purposes. No additional adverse patient effects were reported.